Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 104 to 135 mg/dl. The customer feels well and did not report any symptoms. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). He takes his blood test fasting in the mornings, afternoon and in the evenings. He has no changes in his diet. The customer takes januvia, glipizide and metformin to manage his diabetes.